Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Additionally, the instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.0295¿ offset at the tips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not cauterize or would not grip tissue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: thermal damage nor arcing was not observed during the procedure. The patient did not experience any injury or adverse effect during or after the surgical procedure.